Event description:
It was reported that three weeks post implant the patient presented to the emergency room when the lead integrity alert (lia) triggered on the right ventricular (rv) lead due to nonphysiologic noise in non-sustained tachycardia episodes and short interval counts (sic). No oversensing occurred during pocket manipulation. X-ray showed that the set screw was not in. The physician also suspected a damaged grommet, however it was unclear if the noise was due to the device or lead so both were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. Concomitant products: 5076 implantable pacing lead (B)(6) 2013; 4196 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). One ventricular fibrillation (vf) and 4 lead failure predictor (lfp) episodes of less than 220 milliseconds v-v cycle are recorded between 07 nov and (B)(4) 2013. (B)(4)